Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and suboptimal puncture. A mitraclip xtw was inserted and advanced to the mitral valve. However, difficulties positioning the clip occurred due to the transseptal puncture. It was noted that a lot of "a" and "+" knob had to be applied to position the clip. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip opened from roughly 5 to 10 degrees to roughly 20 degrees. To stabilize the clip, an additional clip was implanted, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and the reported difficulty positioning the clip (difficult or delayed positioning) is due to patient conditions and due to suboptimal transseptal puncture. Additionally, based on the information provided, the reported unintended movement associated with clip opening while locked was likely related to tension on the leaflets as the transseptal puncture was suboptimal and a lot of "a" and "+" knob was applied to position the clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.